Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the hose clamp and zie ties to the pe valve needed to be replaced. Additional malfunctions including the power switch on the control panel.